Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('lots of women had essure fragments left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("lots of women had essure fragments left behind because doctors cut through the coils"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('lots of women had essure fragments left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("lots of women had essure fragments left behind because doctors cut through the coils"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.